Event description:
It was reported that the atrial lead exhibited noise. The patient was asymptomatic. The physician elected to cap and replace the lead. The patient was doing well after the replacement procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.